Event description:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of abortion of ectopic pregnancy ("one (of two) pregnancies with miscarriage on essure") and ectopic pregnancy with contraceptive device ("one (of two) pregnancies with miscarriage on essure / pregnancy (ectopic)") in a (B)(6) female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective" in 2012. The patient's past medical history included ectopic pregnancy with contraceptive device in 2011, abortion of ectopic pregnancy in 2011, multi gravida, parity 3 (live birth: (B)(6) 2004, (B)(6) 2006, (B)(6) 2009), miscarriage and therapeutic abortion. Concurrent conditions included vaginal bleeding since (B)(6) 2012. Concomitant products included misoprostol for abortion induced. In (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required) and ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the abortion of ectopic pregnancy and ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered abortion of ectopic pregnancy and ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: it was second pregnancy since essure. Linked first pregnancy case (B)(4). On (B)(6) 2016, the essure was surgically removed with total hysterectomy (uterus and cervix removed). She did not had complications or problems that occurred at the time of essure placement procedure. Essure did not caused birth defects. As per medical record, patient stated that vaginal bleeding for 2 weeks planned miscarriage. She was told by her physician that baby¿s heart stopped beating. The estimated gestational age was 7 weeks. The patient was told on (B)(6) 2012 that there was no fetal heart tones, the patient was given misoprostol that day to facilitate abortion. The patient states she has been bleeding since then, using multiple pads a day. On (B)(6) 2012, diagnosed complete miscarriage. The patient presented for d and c due to vaginal bleeding secondary to fetal demise. Reports vaginal bleeding that was with clots heavy flow since (B)(6) 2012. The patient presents to the emergency department with abdominal pain, of the lower abdomen, vaginal bleeding that was heavy with clots with tissue. For similar complaints ultrasound was performed, no fetal heart tones noted. She notes history of tubal ligation, she states this was second time being pregnant since. She states last pregnancy ended in miscarriage one year ago. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: proper essure placement. Scan - in (B)(6) 2014: perforation and puncturing of uterus (abnormal nos). On (B)(6) 2016, hysterosalpingogram (hsg): migration of essure device, both microinserts were not in the fallopian tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considerably plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 25-jul-2018: pfs received. Events ¿one (of two) pregnancies with miscarriage on essure¿ and one (of two) pregnancies with miscarriage on essure / pregnancy (ectopic)¿ pt updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion of ectopic pregnancy ("one (of two) pregnancies with miscarriage on essure") and ectopic pregnancy with contraceptive device ("one (of two) pregnancies with miscarriage on essure / pregnancy (ectopic)") in a 34-year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective" in 2012. The patient's medical history included ectopic pregnancy with contraceptive device in 2011, abortion of ectopic pregnancy in 2011, multi gravida, parity 3 (live birth: (B)(6) 2004, (B)(6) 2006, (B)(6) 2009), miscarriage and therapeutic abortion. Concurrent conditions included vaginal bleeding since (B)(6) 2012. Concomitant products included misoprostol for abortion induced. In february 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). At the time of the report, the abortion of ectopic pregnancy and ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abortion of ectopic pregnancy and ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: it was second pregnancy since essure. Linked first pregnancy case 2017-0310120. On (B)(6) 2016, the essure was surgically removed with total hysterectomy (uterus and cervix removed). She did not had complications or problems that occurred at the time of essure placement procedure. Essure did not caused birth defects. As per medical record, patient stated that vaginal bleeding for 2 weeks planned miscarriage. She was told by her physician that baby¿s heart stopped beating. The estimated gestational age was 7 weeks. The patient was told on (B)(6) 2012 that there was no fetal heart tones, the patient was given misoprostol that day to facilitate abortion. The patient states she has been bleeding since then, using multiple pads a day. On (B)(6) 2012, diagnosed complete miscarriage. The patient presented for d and c due to vaginal bleeding secondary to fetal demise. Reports vaginal bleeding that was with clots heavy flow since (B)(6) 2012. The patient presents to the emergency department with abdominal pain, of the lower abdomen, vaginal bleeding that was heavy with clots with tissue. For similar complaints ultrasound was performed, no fetal heart tones noted. She notes history of tubal ligation, she states this was second time being pregnant since. She states last pregnancy ended in miscarriage one year ago. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Hysterosalpingogram - in may 2009: results: proper essure placement. Scan - in october 2014: assessment: abnormal nos results: perforation and puncturing of uterus. On (B)(6) 2016, hysterosalpingogram (hsg): migration of essure device, both microinserts were not in the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc- product technical complaint . Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion of ectopic pregnancy ('one (of two) pregnancies with miscarriage on essure') and ectopic pregnancy with contraceptive device ('one (of two) pregnancies with miscarriage on essure / pregnancy (ectopic') in a 34-year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective" in 2012. The patient's medical history included ectopic pregnancy with contraceptive device in 2011, abortion of ectopic pregnancy in 2011, multi gravida, parity 3 (live birth: on (B)(6) 2004, on (B)(6) 2006, on (B)(6) 2009), miscarriage and therapeutic abortion. Concurrent conditions included vaginal bleeding since on (B)(6) 2012. Concomitant products included misoprostol for abortion induced. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). At the time of the report, the abortion of ectopic pregnancy and ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abortion of ectopic pregnancy and ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: it was second pregnancy since essure. Linked first pregnancy case: (B)(4). On (B)(6) 2016, the essure was surgically removed with total hysterectomy (uterus and cervix removed). She did not had complications or problems that occurred at the time of essure placement procedure. Essure did not caused birth defects. As per medical record, patient stated that vaginal bleeding for 2 weeks planned miscarriage. She was told by her physician that baby¿s heart stopped beating. The estimated gestational age was 7 weeks. The patient was told on (B)(6) 2012 that there was no fetal heart tones, the patient was given misoprostol that day to facilitate abortion. The patient states she has been bleeding since then, using multiple pads a day. On (B)(6) 2012, diagnosed complete miscarriage. The patient presented for d and c due to vaginal bleeding secondary to fetal demise. Reports vaginal bleeding that was with clots heavy flow since on (B)(6) 2012. The patient presents to the emergency department with abdominal pain, of the lower abdomen, vaginal bleeding that was heavy with clots with tissue. For similar complaints ultrasound was performed, no fetal heart tones noted. She notes history of tubal ligation, she states this was second time being pregnant since. She states last pregnancy ended in miscarriage one year ago. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Hysterosalpingogram: on (B)(6) 2009: results: proper essure placement. Scan: on (B)(6) 2014: assessment: abnormal nos. Results: perforation and puncturing of uterus. On (B)(6) 2016, hysterosalpingogram (hsg): migration of essure device, both microinserts were not in the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.